Event description:
It was reported that the patient with this pacemaker experienced a tachycardia while the test being performed for 4 minutes every 21 hours. Patient was referred to the physician. As of this time, this pacemaker remains in service. No adverse patient effects were reported.